Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went from 35% battery life to 70% after being charged for a few minutes, then was disconnected from charging. Later, when the pump was plugged back in, the battery gauge displayed 100% immediately after being plugged in. There was no impact to the customer's blood glucose level.